Event description:
A report was received that a patient's leads had protruded from her midline incision and had to be put back in. The leads protruded again after the patient underwent a cardioversion procedure. The patient's leads were coiled in the incision and the physician corrected them and used staples to close the incision. After the second occurrence, the physician used sutures to close the incision.